Event description:
A patient reported experiencing inaccurate low results with an otu meter. The patient's blood glucose results were 101 mg/dl (meter), 128 mg/dl (lab). Tests were done within < 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported. Note - ccr documented that the customer did a back-to-back precision test and that it's under 20% of spec's.